Event description:
Acclarent was notified on (B)(6) 2014 of a domestic event that occurred on (B)(6) 2014 during a sinus surgical case when acclarent balloon dilation technology was used. The physician opened an 7x24 ultirra balloon catheter and attempted to advance into a guide catheter (m70). The balloon catheter would not advance into the guide. The physician opened another guide catheter (m110) and it worked fine. Acclarent received the return ultirra balloon catheter and guide catheter on (B)(6) 2013 and performed investigation on (B)(6) 2014. The return ultirra balloon catheter was noted to have missing the balloon.

Manufacturer narrative:
The initial complaint did not include info to indicate the balloon was missing from the catheter. The device eval performed upon receipt of the device confirmed the balloon was separated from the catheter. Per sales rep, there was no piece of the balloon left inside the pt's body. It is suspected that the damage could be the result of excessively aggressive use by the physician beyond what was designed into the device. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.